Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. The sample initially resulted with an hcg+beta value of 51.28 miu/ml and this value was reported outside of the laboratory to the patient and doctor. The result did not match the patient's clinical status since the patient was not expected to be pregnant. The sample was repeated, resulting as < 0.100 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcg+beta reagent lot number was 329446, with an expiration date of 23-sep-2019.

Manufacturer narrative:
The calibration and qc data were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.